Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two attempted left ventricular (lv) leads exhibited high thresholds. The patient also experienced phrenic nerve and diaphragmatic stimulation. Neither lead was implanted and a different lead was used to complete the implant procedure. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the failed implant attempt was attributed to patient anatomy.